Event description:
The device referenced reportedly displayed a connect electrodes message when connected to a patient. The device referenced in this report allegedly displayed a connect electrodes message when connected to the patient using the same electrodes from the initial device. The combination electrodes were replaced and the device reportedly operated properly for the duration of the reported event. The patient's outcome was not reported.